Event description:
The complainant reported 72-year-old male patient was attempted to be implanted with an impella cp smartassist heart pump for hemodynamic support. However, the automated impella controller (aic) skipped the last part of prep, and the pump was ultimately not implanted. It is unclear if the defect was caused by the pump or the aic. Other devices were used to complete the procedure. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.